Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no devices were returned. A review of complaint databases and manufacturing records did not identify any anomalies. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported that the patient began dislocating shortly after a revision of a reverse shoulder arthroplasty. Surgeon revised it today to a larger glenosphere and a thicker poly. Left shoulder.